Event description:
A dealer reported a user facility called and reported and incident of a manual wheelchair with an issue with the left caster causing the device pulls to the right. No damage was seen. The part will be replaced. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 1 year, 6 months old. The owner's manual part number 1110546, rev.g(feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed. In speaking with the reporter of this incident, he evaluated the device with the end user and while pushing the device, it veered to the right. He confirmed he is replacing the left caster to resolve the issue. If any further detail is received a supplemental report will be filed.